Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. While the surgeon was suturing, internally, the needle slipped off of the handle. Same issue happened with another needle during the procedure. The needle fell into the cavity of the patient but was retrieved with a grasper. Another handle and reload were opened to complete the procedure. There was no patient harm. The patient has now been released from the hospital.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device reload. The event report alleges the product was used in a surgical procedure. There were witness marks on the distal end of the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition can be caused by pre-toggling of the device. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, ¿toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.¿ marks on the cone of the needle may occur when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. While the surgeon was suturing, internally, the needle slipped off of the handle. Same issue happened with another needle during the procedure. The needle fell into the cavity of the patient but was retrieved with a grasper. Another handle and reload were opened to complete the procedure. There was no patient harm. The patient has now been released from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.